Manufacturer narrative:
It was reported, "the surgical blade located in the custom pack completely broke apart while being utilized." Email received from sales representative, medline industries, inc., with additional information in regards to this complaint. Reporter states the incident occurred (B)(6) 2020 during a total knee procedure. Reporter states, "no patient harm, all pieces were located and x- rays were taken to confirm none left behind in the patient wound." Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. The sample has been returned for evaluation. Investigation summary: "the account reported finding surgical blade broke during use. The reported issue occurred in item dynj43432b (lot 20gmc210). Based on the complaint details the root cause is considered to be a vendor product issue relating to the component manufacturing process." Actions taken and recommendations: "this complaint has been provided to the component manufacturing facility for further evaluation. Our supplier quality team will also monitor this issue for trending purposes."

Event description:
It was reported, "the surgical blade located in the custom pack completely broke apart while being utilized."